Event description:
It was reported that the patient had "depression real bad". It was further noted that the patient's physician recommended electroconvulsive therapy (ect) and the compatibility guidelines for this type of treatment were requested. The patient outcome was not provided. Additional information as requested but not available at the time of this report.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type extension product ID 7438 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type programmer, patient product ID 3387s-40 lot# v175480 serial# implanted: 2009-(B)(6) explanted: product type lead. (B)(4).